Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013. During the procedure, the sling perforated the obturator membrane and a clamp was put on the mesh mid urethra. The surgeon cut the mesh between the skin and the needle. The speculum and clamp in vagina fell out and pulled the mesh with it. The plastic sheath followed the mesh through the skin incision, the surgeon removed the mesh but could not find the plastic sheath. The surgeon did not perform an additional operation to retrieve the plastic sheath. The procedure was completed with another like device using the same sub urethral entrance but a slightly lower point of exit trying to avoid contact with the plastic sheath. Currently, the patient is continent and is unaffected from the operation. The surgeon plans to do an ultrasound in two months. At that time, the surgeon will decide to leave the plastic sheath or if there is a local reaction that encapsulates the plastic sheath, it will make it easy to extract it by laparotomy.

Manufacturer narrative:
(B)(4). Conclusion: user error caused the event. The attending physician lost both visual and tactile control of the sheath during use.